Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Event history log of the pump was reviewed evidence of the reported complaint was noted, including four high pressure alarms, two upstream occlusion alarms, and six 'no disposable' alarms. Device underwent testing, which did not confirm this part of the reported customer complaint. Sensor testing found the dso sensor value within manufacturing specification. This will be replaced as preventive measure however as a result of a high pressure alarm sounding after power up of the pump. The problem source to the customer's complaint is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump repeatedly exhibited an occlusion alarm. No patient injury was reported. No reported adverse effects.